Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was not performing the air removal process. The cartridge was changed to address the issue and insulin delivery was resumed. There was no reported impact to customer's blood glucose level.